Event description:
The user facility reported that while inserting a guide catheter into an introducer sheath the 2 devices became stuck together. A second introducer sheath from a different lot and a second guide catheter were used with the same result. The user reportedly attempted to manipulate the guide catheter back and forth causing both devices to move in and out of the femoral artery. A bruise formed near the entry site during this procedure presumably due to this movement damaging the arterial wall. The involved devices were removed and discarded. Manual compression was applied for approximately 30-minutes to assure proper hemostasis. The user facility reported that the patient did not have any "coagulation alteration.